Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to loosen keps nut from the front enclosure. The hardware was secured to resolve the report. The device was returned to the customer unrepaired and labeled as not for clinical use. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure - 1474" error message". Complainant indicated that there was no patient involvement in the reported malfunction.